Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
This is an aequalis reverse post approval study report 9-04. After the patient had an initial surgery of aequalis reverse on (B)(6) 2014, a hand tremor was confirmed. A wait-and-see approach was taken.